Event description:
The customer reported that during a procedure a piece of the active waveguide disengaged and fell into the patient's cavity. The piece was retrieved by the surgeon. There was no patient injury reported

Manufacturer narrative:
(B)(4). To date the incident sample ahs not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.